Event description:
A ventilator was returned to a third party service center for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third party service center, the device failed a step during testing. The device's active exhalation control module main board, and 3 way solenoid valve were replaced to address the issue.